Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed a restriction at the elevator raiser when the device was angulated. The image was also noted to be out of alignment, and there were color distortions noted at the edge of the image field. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the users experienced difficulty with the upward deflection of the elevator raiser which prevented deployment of a non-olympus stent. The procedure was completed with the same scope, and with a similar, but different, non-olympus stent. There was no pt injury reported.